Event description:
During a remote follow-up, noise resulting in oversensing episodes, increased pacing impedance and an increased capture threshold resulting in a loss of capture and pacing inhibition were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient experienced dizziness.

Event description:
Additional information was received that there was decreased pacing impedance observed. Lead insulation damage was suspected but it was not confirmed.